Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown issue. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient experienced infection and skin breakdown at the implant site, exposing the device. Subsequently, the patient underwent a revision surgery (date not reported) in order to wash and debride the infected tissue. The patient was also treated with oral antibiotics for 7 days (date not reported).